Manufacturer narrative:
(B)(4). Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to frozen display. Pump received cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had crack near reservoir chamber, insulin pump was freezing and rewinding of the reservoir chamber was much. The customer's blood glucose was unknown. The customer was not assisted with troubleshooting. The device will be returned for analysis.